Event description:
The pt reportedly experienced sound quality issues with her device. In 2007, the pt was seen at the center for device evaluation. Testing performed confirmed that the pt's device was no longer functioning. A decision was made to explant the pt's device. The pt's device was explanted and the pt was reimplanted with another advanced bionics cochlear implant.